Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer were experienced difficulties in removing suction tubing from the nasogastric tube once it has been connected. Customer also stated that they had bile and secretions came out of the antireflux valve end of the tube which was getting on patients and bedding . Customer asked is there some sort of positioning that they need to do to help with this problem. Per additional information received via email on 07apr2022, customer stated that the enfit tubes did not have the prevent filter attached. Stated that it was the little disc shaped integral plug component at the end of the pigtail. Inquirer responded that the plug was just for when they were transporting the patient and not sure why the enfit version did not include it. Inquirer assumed that there was an engineering reason but could not said for sure, it should not have any impact on the issue.

Event description:
It was reported that the customer were experienced difficulties in removing suction tubing from the nasogastric tube once it has been connected. Customer also stated that they had bile and secretions came out of the antireflux valve end of the tube which was getting on patients and bedding. Customer asked is there some sort of positioning that they need to do to help with this problem. Per additional information received via email on (B)(6)2022, customer stated that the enfit tubes did not have the prevent filter attached. Stated that it was the little disc shaped integral plug component at the end of the pigtail. Inquirer responded that the plug was just for when they were transporting the patient and not sure why the enfit version did not include it. Inquirer assumed that there was an engineering reason but could not said for sure, it should not have any impact on the issue.

Manufacturer narrative:
The reported event is inconclusive. It is unknown whether the device had met relevant specifications. It is unknown whether the product had caused the reported failure. Visual evaluation of the attached photo sample noted 1 opened (without original packaging) bard suction connector connected to suction tubing. Visual inspection noted no obvious visible defects. The reported event cannot be confirmed without the physical sample received. Further investigation cannot be conducted. A potential root cause could be incorrect fixture. The DHR review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer were experienced difficulties in removing suction tubing from the nasogastric tube once it has been connected. Customer also stated that they had bile and secretions came out of the antireflux valve end of the tube which was getting on patients and bedding . Customer asked is there some sort of positioning that they need to do to help with this problem. Per additional information received via email on 07apr2022, customer stated that the enfit tubes did not have the prevent filter attached. Stated that it was the little disc shaped integral plug component at the end of the pigtail. Inquirer responded that the plug was just for when they were transporting the patient and not sure why the enfit version did not include it. Inquirer assumed that there was an engineering reason but could not said for sure, it should not have any impact on the issue.